Event description:
User reports high hemoglobin results that do not fit pt's clinical picture. Four examples were provided. Pt 1, tested 2008, initial result >20.0 g/dl; repeat 19.5 g/l. No info provided to determine if results were used to guide therapy. If additional info is provided, appropriate notification will be provided.

Event description:
User reports high hemoglobin results that do not fit pt's clinical picture. Four examples were provided. Pt 4, tested 2008, result 17.0 g/dl. No info provided to determine if results were used to guide therapy. If additional info is provided, appropriate notification will be provided.

Event description:
User reports high hemoglobin results that do not fit pt's clinical picture. Four examples were provided. Pt 2 tested 2008, result >20.0g/dl. No info provided to determine if results were used to guide therapy. If additional info is provided, appropriate notification will be provided.

Event description:
User reports high hemoglobin results that do not fit pt's clinical picture. Four examples were provided. Pt 3, tested 2008, result > 20.0g/dl. No info provided to determine if results were used to guide therapy. If additional info is provided, appropriate notification will be provided.